Event description:
It was reported from an attorney on (B)(6), 2012, a patient underwent an ankle arthrodesis procedure on (B)(6), 2010. Subsequently, the phoenix ankle locking nail fractured.

Manufacturer narrative:
This report is based on allegations set forth by the patient's attorney, the complainant's allegations are unverified. The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The insert states in the possible adverse effects section: nonunion or delayed union, which may lead to breakage of the implant. Bending or fracture of the implant.